Manufacturer narrative:
Initial and final MDR 1933169 - device 2 of 4.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported by the patient that four infusion sets fell off during use. Infusion set was in use for 1 day. The patient replaced the infusion set and insulin was resumed successfully. No further information available.